Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the there was a lead integrity alert due to oversensing of the t-wave on the right ventricular (rv) lead. The clinic was going to follow up with the patient. No changes have been reported and the rv lead remains in use. No patient complications have been reported as a result of this event.